Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed a fracture at the driver's distal tip. The device was sent for fracture analysis which suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were noted. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the viper2 t20 hexlobe driver shaft distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A post-xlif plif surgery for degenerative disease was performed on (B)(6) 2016 to implant a viper spine system onto the patient's l2-5. While the surgeon was inserting an extended tab screw into the pedicle by using the reported hexlobe driver, due to the possible hardening of the pedicle, the screw got stuck and could not be inserted further. The surgeon tried to unscrew the screw, but in the process the driver shaft got broken at the tip. The screw was replaced with a new one, but the surgeon struggled to extract the screw, and by result the screw got damaged. The surgery was successfully completed, and there were no patient injury / consequences. However, due to the event there was 10 minutes surgical delay.